Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported inpen screw is not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105elpkna, mmt-105elpkna. Troubleshooting was performed and confirmed customer received the reported issue inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105elpkna was requested and customer response was the device will be returned. Customer was advised to discontinue using the pump. Mmt-105elpkna was requested and customer response was the device will be returned.